Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2026-00035 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated calcium2 result was generated by the alinity c processing module for a 76-year-old male patient. The following data were provided: customer¿s reference range: 2.1 to 2.55 mmol/l. Sid (B)(6): (B)(6) 2026 initial result (B)(6) = 2.0 mmol/l. Repeat results (B)(6) = 5.0 mmol/l, 1.9 mmo/l, 2.0 mmol/l. The customer reported the result of 2.0 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the module, reviewed module logs, observed cuvette washer nozzles were not within specification and performed troubleshooting procedures including replacement of the cuvette dry tip, cleaning the cuvette nozzles c4#1, #4 and #5 and washing the cuvettes, adjustment of the cuvette knob resolved the issue. A review of the alinity (B)(6) instrument service history, no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaints and trending data for the alinity c processing module did not identify any similar issues described in this complaint. A review of complaints and trending data associated with the cuvette nozzles did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for either the alinity c processing module, serial number (B)(6).

Event description:
The customer reported a falsely elevated calcium2 result was generated by the alinity c processing module for a 76-year-old male patient. The following data were provided: customer¿s reference range: 2.1 to 2.55 mmol/l. Sid (B)(6): (B)(6) 2026 initial result (ac07609) = 2.0 mmol/l, repeat results (ac07610) = 5.0 mmol/l, 1.9 mmo/l, 2.0 mmol/l, the customer reported the result of 2.0 mmol/l. No impact to patient management was reported.